Event description:
It was reported that loss of bi-v capture led to non sustained oversensing events. The patient was asymptomatic. Programming changes were made. The device remains implanted. There were no symptoms reported.